Event description:
It was reported that during an unknown procedure, after battery installed, it did not turn it on. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024. D4: batch #764c72. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with handle shroud totally separated and the indicator removed form its place. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate, indicating that the device was not fired. However, the device turned on. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the shroud separated noted during the visual inspection. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Insert the anvil into the lumen using either technique ensuring the tissue is located at the suture tying area. With the anvil removed and the device trocar fully retracted, insert the device up to the closed lumen. Fully extend the device trocar and pierce tissue by holding the device while gently rotating the adjusting knob counter-clockwise. Continue to push the tissue down until the orange band is visible. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. (A: green range) (b: orange staple height indicator) adjust the device until appropriate tissue resistance is felt for a secure anastomosis. Wait 15 seconds to allow for adequate tissue compression and adjust if needed to maintain appropriate tissue resistance. Providing the orange staple height indicator falls fully within the green range of the tissue compression scale upon firing, the device will form staples at the height indicated for the selected tissue compression. Markings are provided in the tissue compression scale to serve as reference points only. Refer to the product codes table for adjustable closed staple height range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 764c72, and no non-conformances related to the reported complaint condition were identified.